Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged to the returned devices. One device was open for inspection. Blade was found to be sharp and functional.

Event description:
It was reported that the surgeon felt that the blades are not sufficiently sharp. He used three in one case and said that they were dull and could pose a problem. They are returning all of this lot #, stating "he felt that the sharpness of the blade could become problematic for his patients'.